Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the support arm of the ventilator fell apart at joint. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The support arm was not returned for investigation. However, pictures of the broken support arm were received. The pictures confirm that the support arm had fallen apart from the joint. The cause of the support arm failure has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Submitting follow up 2 to add missing conclusion code. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).